Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "we faced 9 incidents with different patients. There are dysfunctional devices. The arterial catheters are inserted in radial. Over the last few days, the signal and the curve were dampened and the catheter has become non-functional. The arterial pressure curve was absent. And there was no blood sampling possible. There was no change of insertion or maintenance techniques. We had to replace the catheters." The user reported discomfort for the patients. There was no medical intervention required. The patient's current condition is reported as "critical". Associated MDR numbers include: 3006425876-2025-00967, 3006425876-2025-00968, 3006425876-2025-00969, 3006425876-2025-00970, 3006425876-2025-00971, 3006425876-2025-00972, 3006425876-2025-00973, 3006425876-2025-00974, and 3006425876-2025-00975.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "we faced 9 incidents with different patients. There are dysfunctional devices. The arterial catheters are inserted in radial. Over the last few days, the signal and the curve were dampened and the catheter has become non-functional. The arterial pressure curve was absent. And there was no blood sampling possible. There was no change of insertion or maintenance techniques. We had to replace the catheters." The user reported discomfort for the patients. There was no medical intervention required. The patient's current condition is reported as "critical". Associated MDR numbers include: 3006425876-2025-00967, 3006425876-2025-00968, 3006425876-2025-00969, 3006425876-2025-00970, 3006425876-2025-00971, 3006425876-2025-00972, 3006425876-2025-00974, and 3006425876-2025-00975.